Manufacturer narrative:
A thorough investigation of the s7-3t transducer confirmed the reported failure, finding the distal tip does not have full range of motion. When the knob was rotated, it only moved on the x axis direction. Visual inspection noted chipped beading, multiple areas of chipped paint on cable connector, and scratches. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t model transducer had an articulation issue during use. There was no injury associated with this event.